Event description:
It was reported that the ams 700 implantable penile prosthesis (ipp), was explanted and replaced with an ams spectra concealable penile prosthesis. The ipp was explanted due to an unspecified mechanical malfunction. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.